Event description:
It was reported that the patient experienced no stimulation sensation. The patient had the implantable neurostimulator (ins) turned all the way up and could only feel the stimulation faintly if he moved a little bit. The patient did not have the patient programmer with him at the time of the report, but thought all three lights were lit up green. The patient had not had any falls or medical procedures. The patient was at home in fair condition. The patient had an appointment at the doctor's office the next day to check the device. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).